Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high pacing impedances greater than 3,000 ohms. The capture threshold had also increased from less than 1 volt to 4.5 volts. The lead configuration was reprogrammed to lv tip to rv coil and impedances decreased to 1,007 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested; however, no further information is currently available.